Event description:
Reporter indicated patient has high lead impedance readings during an office visit, indicating a possible lead break. It was also reported the patient had experienced a recent increase in seizure activity, but this was not above pre-vns baseline levels. Revision surgery was performed to replace the lead. The generator was replaced for compatibility with the new lead. The generator and lead are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.